Event description:
The customer received a blood glucose reading of 100 mg/dl from her contour meter and a reading of 60 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests while troubleshooting and the results fell within the normal control range. No product will be returned.